Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to monitor pressure transducer test failure with cfi = 8, which means that inspiratory pressure value is out of bounds (45.80¿54.20 cmh2o). There was no patient harm. Identification of issue has been done by analyzing problem description, device's logs and return information note (rin). During inspection, after software installation the monitor pressure transducer test failed with cfi = 8, which means that inspiratory pressure value is out of bounds. The technician checked the device's logs and also found the following technical errors indicating: ventilation disabled, stop of ventilation, communication error and turbine module failure. Moreover, internal leakage test failed several times. Turbine has been returned to the factory for analysis and the claimed issue can be reproduced. The turbine module generates compressed air and delivers air to the inspiratory gas. The issue was decided to be reported based on available information as a defective turbine module may lead to stop of ventilation if no oxygen gas has been connected to the ventilator system. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
Manufacturer's ref. #: (B)(4).